Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) is underway. The reported problem (resets) was confirmed. Upon investigation the monitor would not fully power on. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn: (B)(4) indicating that the monitor was resetting.